Event description:
Patient presented to emergency department with sudden onset of bilateral lower extremity (ble) weakness. Imaging performed in emergency department. CT showed occluder device in aorta. No dissection or aneurysm. Patient admitted to neurovascular unit (nvu). Required respiratory rate (rr) and transferred to medical intensive care unit (micu). Vascular services consulted. Patient taken to operating room. Necrotic bowel removed and watchman device removed from aorta. Patient transferred to micu. Patient presented with worsening condition. Comfort care in place. Patient expired.

Event description:
Patient presented to emergency department with sudden onset of bilateral lower extremity (ble) weakness. Imaging performed in emergency department. CT showed occluder device in aorta. No dissection or aneurysm. Patient admitted to neurovascular unit (nvu). Required respiratory rate (rr) and transferred to medical intensive care unit (micu). Vascular services consulted. Patient taken to operating room. Necrotic bowel removed and watchman device removed from aorta. Patient transferred to micu. Patient presented with worsening condition. Comfort care in place. Patient expired.